Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited far r oversensing. Multiple automatic mode switch episodes were noted. Programming changes were discussed but not made. There were no patient consequences.